Manufacturer narrative:
Device evaluation: a software analysis was completed. Analysis found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure being performed was a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that their fusion had become unresponsive after registering. They were not able to click any of the buttons in the software. They did a reboot and it resolved the issue. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient information was received. Device manufacture date updated to proper value. Usage of device updated to proper value. Device evaluation: a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the cause of the unresponsiveness was not known.